Event description:
The manufacturer received information alleging prior to delivery to the customer a brand-new trilogy evo, japan was powered on for internal testing, and a "ventilator inoperative" alarm occurred. The device did not initiate delivery of airflow. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo, japan the alarm was not duplicated. However, an inoperative error code related to a ripc communication failure between the therapy and ui cpus was discovered in the device's event log. The technician recommended replacing the device's system board and display board to address the issue. Additionally, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.